Event description:
It was reported that after spiking the saline bag, the battery pack heated up and melted. There were no adverse consequences associated with this event. The account had a back up on hand and the procedure was completed with no clinically relevant delay.

Manufacturer narrative:
The device was returned to the MFR. The quality investigation is on-going. When the investigation is complete, a follow up report will be filed.